Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin suturing, the needle broke. Surgeon immediately replaced the device to resolve the issue. No patient injury.